Manufacturer narrative:
Pump data logs were reviewed on august 21, 2024. The logs were reviewed for 4/24/2024. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The cause of the low bgs could not be determined based on the review conducted.

Manufacturer narrative:
B3: event date corrected h10: pump data logs were reviewed by tandem product surveillance analyst on (B)(6) 2024. The logs were reviewed for (B)(6) 2024. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for these events are included below. The cause of the low bgs could not be determined based on the review conducted. Additionally, all boluses were delivered per the user¿s request. Before each bolus was delivered there was a successful screen unlock, a bolus confirmation followed by the delivery. In some instances, there was also a manual carb entry included prior to the confirmation and delivery of the bolus. B3: event date corrected h10: pump data logs were reviewed by tandem product surveillance analyst on (B)(6) 2024. The logs were reviewed for (B)(6), 2024. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for these events are included below. The cause of the low bgs could not be determined based on the review conducted. Additionally, all boluses were delivered per the user¿s request. Before each bolus was delivered there was a successful screen unlock, a bolus confirmation followed by the delivery. In some instances, there was also a manual carb entry included prior to the confirmation and delivery of the bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-51 mg/dl, and carbohydrates were consumed to address bg. The customer alleged that the cause was due to the pump delivering a bolus without user input. Multiple attempts were made to obtain additional information; however, no response was received.